Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer states they have also had to call paramedics to respond to their home. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 180mg/dl. The customer's level at the time of admission was 209mg/dl, and 72mg/dl at the time of paramedic contact. Troubleshoot was conducted. The customer was advised to monitor the device and call back if issues persist.